Event description:
Volun (B)(6)-2011: "h" 20 minutes and makes riding in a car difficult. Now I even have pain lying down and it is affecting my work and life. I am on constant pain meds that only mask the problem.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.